Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. A query of the entire complaint history of this plate was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. Damage noted to both lock screw heads screwdriver interface, no issues identified in tightening or loosening. Functionally evaluated implant for function of the anti-migration feature. Locking mechanism found to slide without issue and cover all bone screw heads as intended. Unable to replicate customer concern. After visual and functional evaluation, the implant appears to function as intended.

Event description:
It was reported that a patient underwent an acdf procedure in which the cervical plate would not lock properly. The sliding locking mechanism reportedly would not cover any portion of the top left screw head because it remained too medial. It was reported that the plate was removed and replaced with a new one. Although this device was used intraoperatively, no patient injury was reported.